Manufacturer narrative:
Delay in procedure over 60 minutes. This part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 and UDI # (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of paralytic scoliosis, undergoing a spinal therapy. It was reported that, for placing the anchor at the liv, fas 4.0 x 25 was inserted into each side of l4/5. The rod was placed and set screw was placed with a provisional driver while hanging the counter to prevent rotation. At that time, it was felt that it was difficult to remove the counter and the counter was managed to be removed somehow. The procedure was proceeded as it was. After that, rod was placed on the opposite side, and the crosslink was placed. The crosslink tightening was performed first. After that, screw break-off on the right was performed, and finally on the left, an event occurred. Even though it was attempted to perform break-off, the product idled. Even though the set screw was changed several times, the set screw could not be broke off. The screw loosened due to this process and it made the screw unusable. The screw was changed to two 5.5 x 25 mm, and rod was placed, crosslink was placed, break-off was tried from the screw, and tightening was performed without problems. Then crosslink was tightened. There were no patient symptoms or complications as a result of this event. There was a delay of over 60 minutes. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. Patient medical history: brain paralysis procedure: glowing rod, anchor placement. Set screw was idled and tightening could not be performed at the time of final tightening for the two screws. Therefore, when they replaced the screws and set screws, it was able to finally fasten them without any problems. When setting the rod (titanium alloy) on the screw head, it did not appear to be particularly loaded. Also, when setting the same rod after replacing the screw, bending was not performed. The counter was used, and it was difficult to remove it after temporary fixing, and it was difficult to attach it to the screw head at the time of final tightening. The sales rep raised this report desiring for inspecting the product and the content of the malfunction. The malfunction is unknown at this point. Regarding the set screw, there might be burr on the set screw. This was not a revision surgery. In the same operation, when inserting the implants, malfunction occurred, so the implants were removed and replaced with other implants. Levels implanted: th2/3 and l3/4.